Manufacturer narrative:
Device evaluation: visual analysis of the returned device confirmed that the snare loop was broken. The broken loop ends appeared to be burned. Scanning electron microscopy (sem) analysis revealed no mechanical or material anomalies. Sem analysis revealed that the broken loop ends were molten and that the wire strands had fused. These results indicate that the device had been subjected to excessive temperature. Based on the visual and sem analyses, the most probable root cause for the wire breakage is user-related. The evidence indicates that excessive application of current led to the loop damage and consequent burn near the polypectomy site. The directions for use (dfu) document recommends that the electrocautery generator output power setting selected remains under 50 watts, and yet be as low as possible for the intended purpose. It is possible that the end user may have exceeded this recommendation.

Event description:
It was reported to boston scientific corporation that a rotatable oval snare was used during a colonoscopy procedure performed on (B)(6) 2011.according to the complainant, the snare was used to remove a polyp; however, the snare loop broke open during cautery, causing a burn near the polypectomy site. It was reported that no medical intervention was required for the burn, and no pieces of metal were left inside the patient. It is unknown what was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a rotatable oval snare was used during a colonoscopy procedure performed on (B)(6), 2011. According to the complainant, the snare was used to remove a polyp; however, the snare loop broke open during cautery, causing a burn near the polypectomy site. It was reported that no medical intervention was required for the burn, and no pieces of metal were left inside the patient. It is unknown what was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.